Event description:
Consumer complaint of low blood results. Lowest blood test in memory - 74 mg/dl. Caller normally ranges from 150-160 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (74) and the highest normal result (160) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4).